Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they experienced low blood glucose on (B)(6) 2020 with blood glucose of 48 mg/dl at the time of the incident. The customer was at 184 mg/dl before the low. The customer used food to treat. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. The auto mode on the insulin pump was not active and automatically adjusting insulin delivery during the event. The customer stated they over bloused as she over estimated the bolus. Troubleshooting was not completed. The customer mentioned sensor failure due to calibration errors. The insulin pump will not be returned for analysis.